Event description:
It was reported that during a colon procedure, the device would not open. During the end of the procedure, the stapler jammed in position closed. The surgeon had to activate the safety lock to free it. Another like device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.